Event description:
Following multiple unsuccessful cavity integrity assessment (cia) tests with 2 novasure devices during an attempted ablation, the procedure was abandoned as the physician "suspected a small perforation." No post hysteroscopy was done, no treatment was needed. The pt was discharged home. The physician reported on 09/02/10 that the pt is "doing fine." A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Add'l lot number: 10d28ra; add'l expiration date: 05/28/2011; add'l manufacturer date: 04/28/2010. Device history record (DHR) review was conducted for the reported lot numbers. The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If add'l relevant information is rec'd or device becomes available for evaluation, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of possible perforation prior to treatment. (B)(4).